Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted due to infection. The surgeon also reports that the patient underwent two surgeries (dates not reported) to revise the implant bed however, the issue could not be resolved. This report is filed (B)(4), 2011.

Manufacturer narrative:
This report is filed (B)(4), 2011.

Event description:
Per the clinic, the device was explanted on (B)(6), 2010. No details were provided as to why the device was explanted, however, additional information has been requested. The manufacturer became aware upon receipt of the explanted device on (B)(6), 2011. It is unknown whether the patient was reimplanted with another device as of the date of this report, (B)(6), 2011.